Manufacturer narrative:
(B)(4). Report source: (B)(6). Report source: shane p. Russell, cathleen j. O'neill, eoin j. Fahey, shane guerin, rehan gul, james a. Harty. Trabecular metal augments for severe acetabular defects in revision hip arthroplasty: a long-term follow-up(https://doi.org/10.1016/j.arth.2020.12.033). No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00941, 0001822565-2021-00942.

Event description:
It was reported in a journal article one patient was successfully treated with washout, debridement, and implant retention for early infection recurrence. No further event information available at the time of this report.